Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator is intermittently crashing or not generating flow. The customer reported that these issues are occurring after start up of the ventilator but the customer also reported that the ventilator was in use with a patient. The ventilator was replaced and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer (pt802) on the main printed circuit board assembly (pcba).